Manufacturer narrative:
The ge service rep found images distorted, but resolution ok. System located in unfinished or room with ongoing construction with opened ceiling causing image to be distorted by emf. The rep moved system across the room and fluoroed, images look better. Moved system again to a operting or department and images are normal with no distortion. He saved images to system and verified system is operating by fluoroing in low and high technique.

Event description:
The customer reported poor image quality. No pt injury was reported.